Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The cause of death was reported to be myocardial infarction. It was not reported if the patient was hospitalized prior to passing away, but it was reported that the patient passed away at home. Peritoneal dialysis therapies were ongoing up until the time of death. The patient was not connected to the baxter healthcare homechoice device at the time of the myocardial infarction or at the time of death. It was reported that an autopsy was not performed. No additional information is available.